Event description:
It was reported that the user experienced a low glucose event of unclear origin at work and did not perceive device alerts or vibration while the ilet was worn on a belt; the user stated the vibration felt weak during a phone test. Symptoms included hypoglycemia with glucose readings in the 60s mg/dl, possible postictal state, and need for rescue therapy. Outcomes included administration of oral glucose and suspected glucagon by ems, evaluation in the emergency department, and subsequent stabilization without admission. Investigation included device troubleshooting with verification that the vibration motor responded, review of cgm data, and arrangements for device analysis to assess the rumbler. Investigation of this case revealed an unconfirmed alert perception issue and suspected reduced vibration strength, with no confirmed device malfunction at the time of the call. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.